Event description:
It was reported that during a laparoscopic rectum procedure, the teflon pad melted and became loose. An error code 5 was also displayed. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.